Event description:
It was reported that an unspecified system error alarm occurred on the homechoice machine. The step of setup or peritoneal dialysis therapy during which this occurred is unknown, though a patient was reportedly involved. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). An event indicative of a potential malfunction of the homechoice machine was identified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The homechoice was returned and a device analysis was completed. An event history log review identified a system error 1026 (positive t tank low). Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Electrical testing was completed and the device passed. Pneumatic system testing identified a malfunctioning membrane gasket. A short simulated therapy was successfully performed. The reported unknown alarm was determined to be a system error 1206. The cause of the issue was a malfunctioning membrane gasket. The membrane gasket was replaced, and the device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.